Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The root cause of the reported condition of peritonitis was undetermined. A batch review was performed for the potentially associated lot number (h10h23052). There were no deviations from standard procedure. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This is a spontaneous report by a consumer with supplemental information by a nurse from the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies for peritoneal dialysis (pd). During a call with baxter customer service, the consumer reported the following information. On (B)(6) 2011, the patient developed and was hospitalized for peritonitis. It was unknown if a peritoneal effluent culture was performed and not reported if treatment was provided for the event. On an unreported date, dianeal therapy was withdrawn. At the time of this report, the patient had "a lot of infection" and had not recovered from the peritonitis. Per the nurse, the peritonitis was unrelated to dianeal therapy.